Manufacturer narrative:
The reported events of noise, failure to sense and impedance problem were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited episodes of noise and was unable to obtain sensing and impedance. The right atrial lead was not used and replaced. The patient experienced no consequences.